Event description:
It was reported that the recharger display was showing the ¿call your doctor¿ icon along with a power on reset (por) message. The patient was unable to make adjustments with the patient programmer (pp). The ¿call your doctor¿ icon was also seen on the pp along with the por. The patient was able to clear the por and turn stimulation back on. The patient could feel stimulation. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).